Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The rep reported that the therapy was turning off by itself. The rep reported that the patient stopped feeling stimulation and the pain returns. The rep reported that the patient confirmed that the therapy was off with the patient programmer (pp). The rep reported that it happened at random times (on the couch, in a store, driving) and the pp was not near the patient. The rep reported that the pp didn¿t display a lightning bolt when the therapy turned off. It was suggested that the patient keep a journal of the on/off incidents. The rep reported that the patient never let the battery go below 50%. The rep reported that the patient used adaptive stimulation and all positions have a defined intensity. The usage showed 93%. Impedances were normal. There were no power on resets (por). It was reviewed to update the clock for daylight savings time and to set up a group without adaptive stimulation to see if that makes a difference. The patient was to track event in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for chronic low back pain and spinal pain. The rep reported that the therapy was turning off by itself. The rep reported that the patient stopped feeling stimulation and the pain returns. The rep reported that the patient confirmed that the therapy was off with the patient programmer (pp). The rep reported that it happened at random times (on the couch, in a store, driving) and the pp was not near the patient. The rep reported that the pp didn¿t display a lightning bolt when the therapy turned off. It was suggested that the patient keep a journal of the on/off incidents. The rep reported that the patient never let the battery go below 50%. The rep reported that the patient used adaptive stimulation and all positions have a defined intensity. The usage showed 93%. Impedances were normal. There were no power on resets (por). It was reviewed to update the clock for daylight savings time and to set up a group without adaptive stimulation to see if that makes a difference. The patient was to track event in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient called the rep an repor ted not experiencing any further events with the therapy turning off on its own. Per the patient, the issue resolved a week after the initial report.